Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient's weight updated to reflect the information received on 2018-oct-08 b5: updated to reflect the information received on 2018-oct-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-oct-08. The patient's baseline weight was sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone, bupivacaine, and clonidine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2016, the patient experienced worsening sleep apnea. Decreasing the hydromorphone concentration at the next refill was discussed to improve central sleep apnea. On (B)(6) 2016, the concentration and daily rate of hydromorphone were decreased and the pump was reprogrammed. The event resolved without sequelae on (B)(6) 2017. The etiology indicated that the event was related to the device or therapy and was not related to the implant procedure. It was noted that the event was possibly related to the drug, and the intrathecal medication hydromorphone was specified as a contributing factor. No further complications were reported or anticipated.